Event description:
It was reported that during an angioplasty procedure, a tip detachment occurred. The lesion was located in the right superficial femoral artery (sfa). The ultra-thin diamond balloon was inflated once at 6 atms. Upon withdrawal, the distal tip of the catheter separated. A snare was used to successfully retrieve the device. The procedure was completed with a 7mm x10mm ultra thin stent delivery system balloon catheter. No pt complications were reported. Pt status is reported as "okay".